Manufacturer narrative:
Final device analysis revealed drug permeation of pump tube.

Event description:
The pump was explanted and replaced due to battery depletion. No patient symptoms or outcome were reported. The patient's pump contained dilaudid.